Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Loosening of inlay; revision surgery required. Product number(s) have not been provided. Product code chosen is not directly related to product and may be incorrect; however, submission is not possible without providing the product code.

Manufacturer narrative:
Investigation: the devices were examined visually. Unfortunately, the cup is not available for an investigation, therefore a detailed evaluation is hardly possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably not product related. Due to the circumstance that the ceramic ball head was not manufactured by aesculap it is a combination with a external product. Regarding this, there are warning informations on the IFU. Rational: there are no more incidents relating to this device with the same batch. Furthermore there are no device deviations noticeable, therefore we assume that this failure is not product or manufacturing related. Corrective action: according to sop (B)(4), a CAPA is not necessary.